Event description:
It was reported that during a laparoscopic left hemi colectomy procedure, the trigger mechanism of the device was not operating effectively; the 'click' of the device was occurring only when the trigger was depressed very firmly. This caused loss of an effective grip mechanism when grasping tissue and reduced hemostasis. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.